Event description:
Related to MFR report # 2183959-2012-03158. It was reported that the plaintiff was implanted with a perigee on (B)(6) 2007. It was also reported the pt was implanted with another device at the same procedure. It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress had a problem with the product.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent. (B)(4).